Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was explanted in a secondary procedure due to unexpected post operative refractive error. No additional information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection revealed that lens was completely cracked in one of the sections of the optic zone. Visual inspection also revealed surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter measurement was not performed due to the condition of the returned lens.

Manufacturer narrative:
(B)(4). Placeholder.